Manufacturer narrative:
The device was received by mmdg and subjected to a number of tests. Mmdg was unable to confirm the complaint. This MDR is being submitted retrospectively because the reported event involved a pediatric patient.

Event description:
The initial reporter stated that the pump is not alarming when food runs out or when the line is kinked. The initial reporter stated that the rate of the pump was 80 ml and the dose was 1565 ml. They did not report any injury to the patient. [(B)(4)]